Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing of the cadd administration set separated from the distal luer lock collar. This product problem occurred during infusion. It was unknown if the product problem caused or contributed to any patient injury. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted. .